Event description:
The customer reported that the system was not saving images. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found that the log files became too big and would not allow the older images to be written over. He deleted the files and reloaded the rut data files. The system operates as intended.